Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the proximal left anterior descending (lad) coronary artery. The guide wire had difficulties during insertion into the 2.5 x38 mm xience sierra stent delivery system (sds), but was successful and the sds was advanced to the target lesion. During deployment of the stent at 12 atmospheres, blood was noted coming back into the hub, indicating a rupture had occurred. Post-dilatation was performed per standard guidelines to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty to insert appears to be related to circumstances of the procedure as it is likely the device interacted with the guide wire and possible blood and other procedural contaminants causing the reported difficulty to insert. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.